Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient heard a series of 3 beeps every 2 hours for 3 days, then it just stopped. The event date was (B)(6) 2018. The pump was refilled on (B)(6) 2018, but it was unsure if the logs were checked. No symptoms were reported. Additional information was received from a manufacturer representative. It was reported that the initial reporter was the healthcare provider (hcp). The cause of the pump alarm was unknown. Additional information was received from a consumer. The patient was receiving 8 mg/ml morphine at 3.6 mg/day and 4 mg/ml bupivacaine at 1.8 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient had heard a "beep beep" in (B)(6) and maybe 10 minutes late another "beep beep". It was stated that it was like a dryer sounds when a load is over. The patient got "really sick" and had withdrawals right away after the beeping noise. The patient was driving and got really dizzy, then went right home and started having massive diarrhea and was hospitalized. It was then stated the emergency room doctor misdiagnosed the patient and he thought she had a virus. The patient did not have any headaches or fever. The patient "just felt bad" and had diarrhea she could not control. She was "just let me die". After the hospital, the patient went to her hcp and he did "something" and it stopped beeping. It was then stated the hcp said the beeping was the patient's imagination, however the patient's friend had heard the sound too. The patient believed it got "plugged up" and the patient did not have morphine and went into withdrawal. No further issues were reported or anticipated.

Event description:
On 2020-sep-03, information was received from a patient representative. They reported the patient had the pump removed and still had terrible dizzy spells. The pump was removed on (B)(6) 2019. When they took the pump out, there was "a pool of morphine in the abdomen". Since (B)(6) 2018, the patient had terrible dizziness spells and was nauseous. The pump started alarming in (B)(6) 2018. The patient went to the ER and had massive diarrhea. The patient stated that the hcp tried to tell her that she was imagining the alarm sound. The patient moved to another state. The patient was on oral morphine currently. The patient was looking for another hcp because they thought they still had morphine withdrawal.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) product type catheter h6; patient codes have been updated to the following; c3258, c2987, c37943, c3832, c50499, and c50526 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp indicating that it was unknown if fluid was found in the patient's abdomen. The pump was removed as the patient's pain had improved to 0/10. The cause of the fluid was unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that it was unknown if there was a device issue, patient/therapy issue, or procedure issue. The patient had no symptoms in june. The cause of the pump alarm was not determined. When asked what actions/interventions were taken to resolve the device issue and symptoms the hcp responded "no problem." The event had been resolved. There were no further complications reported at this time.